Event description:
Additional information was received on 25sep2019. The type of procedure being performed was an angiogram. A 5fr procedure sheath was used. A pre-deployment angiogram was performed. They did a groin run before closure, the first part of the angio-seal device went in fine, then the second bit; however, the device did not contact the seal and was empty. They were not sure; however, they stated that they think there was no disease present in the access site artery. Additional pull force was not used during deployment. They are not sure if the anchor was left in the patient, there was no testing performed to locate the anchor; however, they stated the location of the anchor was in the vessel, subcutaneous tissue. They were not sure if the collagen was deployed, and they think they visually confirmed the anchor was missing.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, the device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The completely opened poly foil pouch and arteriotomy locator were returned as well. Visual inspection revealed no anomalies on the locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. No anomalies were found that affected the functionality of the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was deploying an angio-seal device at the end of the case. When he pulled the device to deploy the anchor, the whole device came away in his hand and there was no evidence of any anchor. Manual compression was applied to seal the artery. There was no harm to the patient.